Manufacturer narrative:
Paresis is a known side effect listed in the information for prescribers. No device malfunction detected. This was a complaint received through the company website with limited information. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following essential tremor focused ultrasound treatment on the right side, the patient reported being handicapped on left side of hand, arm and face ( which is assumed to be paresis affecting that side), at 6 months after treatment.

Event description:
Following essential tremor focused ultrasound treatment on the right side, the patient reported being handicapped on left side of hand, arm and face (which is assumed to be paresis affecting that side), at 6 months after treatment.

Manufacturer narrative:
Paresis is a known side effect listed in the information for prescribers. This was a complaint received through the company website with limited information. The investigation has not been completed yet. This report will be updated if additional details are received.